Event description:
Customer reported poor image quality - images are dark. Fse reported dosage is a little high. No pt injury was reported.

Manufacturer narrative:
(B) (6) report. A ge rep evaluated the system and found the dose rate to be .165r/hour high. No report made on repair details, but ge rep reported the dosage was checked with the physicist and dosage is ok.